Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The ra lead undersensing was shown on electrogram (egm). This ra lead remains in service and will not be returned. No adverse patient effects were reported.